Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received had the base handle closed without the 6-inch transitional installed and deformed the hole. As a result, the handle needed to be resized. Unit was received without the 6-inch transitional. The transitional was replaced as part of pm services. The shock cushion, ¼ inch pin, and adjustment wrench were replaced due to wear. Root cause analysis: the reported complaint was confirmed via inspection of the item. The received base unit had the handle closed without the 6-inch transitional installed, deforming the handle opening. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the transitional member of mayfield ultra base unit (a2101) will not fit into the receptacle. It is unknown if there was patient involvement however; no patient injury was reported or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit received had the base handle closed without having the 6-inch transitional installed.